Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and failed due to incomplete status. There was no data log available to review. A bin file analysis was performed and no fatal errors were found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.